Event description:
It was reported, that approximately two weeks post-implantation. The patient received medication, due to erythema at the medial aspect of the hip incision. The erythema was resolved without complication. Attempts have been made. And no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat#: 010000663, lot#: (B)(4), g7 pps ltd acet shell 52e; cat#: 192111, lot#: (B)(4), echo por fmrl lat nc 11x135mm; cat#: 650-1057, lot#: (B)(4), cer bioloxd option hd 36mm. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2024 -00913. The customer has indicated, that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression ¿wound concerns¿ or "non-healing wound¿ would imply that the appearance of the wound deviates from what a surgical wound should appear. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process which can be complicated by patient comorbidities such as diabetes, obesity, smoking, and other conditions that are known to slow a person¿s ability to heal. Wound complications can be treated conservatively or with prophylactic oral antibiotics to prevent further complications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.